Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had unspecified pump error alarm and it kept delivering insulin when it should not have. Insulin pump squirted out insulin during priming. The customer stated that the infusion set's tubing was kinked because of this the insulin did not deliver and when they build up it then insulin pump caused an over delivery of insulin. No harm requiring medical intervention was reported. Customer declined to report to 24 hours helpline. The insulin pump will not be returned for analysis.